Manufacturer narrative:
Device analysis performed on the returned ipg revealed normal device characteristics during visual and functional testing. Additionally, the impedance measurements were within the expected range on all ports. A product labeling review that was conducted determined that lead breakage, loose connections and electrical issues can result in reduction in pain relief and is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the instructions for use (IFU). Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial/batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief in their left side and high impedances were discovered on the left lead. It was noted that the patient was wearing an orthotic brace around their torso which the physician assessed may have an effect on the patients pain relief. A computerized tomography (CT) scan did not reveal any anomalies with the scs system. The patient underwent a revision procedure during which the implantable pulse generator (ipg) and the left lead were explanted and replaced. The patient is doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief in their left side and high impedances were discovered on the left lead. It was noted that the patient was wearing an orthotic brace around their torso which the physician assessed may have an effect on the patients pain relief. A computerized tomography (CT) scan did not reveal any anomalies with the scs system. The patient underwent a revision procedure during which the implantable pulse generator (ipg) and the left lead were explanted and replaced. The patient is doing well postoperatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief in their left side and high impedances were discovered on the left lead. It was noted that the patient was wearing an orthotic brace around their torso which the physician assessed may have an effect on the patients pain relief. A computerized tomography (CT) scan did not reveal any anomalies with the scs system. The patient underwent a revision procedure during which the implantable pulse generator (ipg) and the left lead were explanted and replaced. The patient is doing well postoperatively.

Manufacturer narrative:
Device analysis performed on the returned lead revealed that multiple cables were completely broken at the bent/kinked location of the lead near the setscrew mark of the clik x anchor. There were no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik anchor, exposing the bent location to excessive mechanical force that caused the cables to fracture at the anchor point. Based on all available information, engineers concluded that the high impedance measurements resulting in inadequate stimulation were caused by the lead fracture. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI; upn: m365sc12160; model: sc-1216; serial: (B)(6); batch: 580397.